Event description:
It was reported that there were white particles floating in the small volume intermate. This was identified after the device was compounded with meropenem, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation. Visual inspection noted white particles floating in the fluid of the bladder. The particles were in the fluid path. The particles were subsequently identified to be of acrylic material via fourier transform infrared spectroscopy (ft-ir) testing. The cause could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.